Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while in use the pcu "gave an error that it is going to fail and would run until another was set up, but it shut off and all the channels turned off with that". As a result of the shut down, the patient's had a dip in blood pressure that required an increase in medication dosage to correct the hypotension. Following a new pump set up and increase in dosage, the patient recovered quickly. Upon customer's internal review of the logs it was noted the pcu displayed error code 800.8000.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that while in use the pcu "gave an error that it is going to fail and would run until another was set up, but it shut off and all the channels turned off with that". As a result of the shut down, the patient's had a dip in blood pressure that required an increase in medication dosage to correct the hypotension. Following a new pump set up and increase in dosage, the patient recovered quickly. Upon customer's internal review of the logs it was noted the pcu displayed error code 800.8000.